Manufacturer narrative:
Loose/protruded drive support disk, broken battery tube threads and cracked reservoir tube lip noted during visual inspection.

Event description:
The customer reported that the drive support cap is popping out, and he keeps pushing it back in. The blood glucose reading was 112mg/dl. Advised the customer to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.